Event description:
It was reported by service report that the power inlet was damaged when the bed shorted out and sparked due to being moved while still plugged in. There was patient involvement, however no adverse consequences are reported.